Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Involved a female patient who needed to change from a latex catheter to a silicone catheter. Prior to insertion the device was checked including the inflation of the balloon. On the sterile field the balloon is functional. Once the catheter inserted in the patient the balloon has burst. This happened for this patient with 3 different devices in a row. So it was impossibility to re-catheterize the patient. The devices were not kept because the patient is a covid patient. The person who reported the event said it was a recurrent issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a female patient who needed to change from a latex catheter to a silicone catheter. Prior to insertion the device was checked including the inflation of the balloon. On the sterile field the balloon is functional. Once the catheter inserted in the patient the balloon has burst. This happened for this patient with 3 different devices in a row. So it was impossibility to re-catheterize the patient. The devices were not kept because the patient is a covid patient. The person who reported the event said it was a recurrent issue.